Manufacturer narrative:
An urgent medical device correction (umdc) entitled "syngo lab data manager version va11b and va12a systems: limitations and software anomalies" was sent to customers in may 2013 to notify customers that results that should be held for manual review may be released to the laboratory information system. The umdc provides customers with actions to implement while a new software version is developed.

Event description:
A high total bilirubin (tbil) result on a neonatal patient sample was not held for review because the syngo lab data manager software version va11b did not calculate the age of the patient based on the date of birth. There are no reports of patient intervention or adverse health consequences due to the high tbil result not being held.